Event description:
Procedure type: urogynecological. According to the reporter: the pt alleged injury. Note: the plaintiff is deceased. The complaint did not include a cause of action for wrongful death. This, the death is not considered to be related to the product.

Manufacturer narrative:
(B)(4).